Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a misaligned probe wipe rinse block. The fse realigned the rinse block and the instrument ran without any leaks. Repair was verified per established procedures and results met published specifications. Results: failure mode of the leak is attributed to the misaligned probe wipe rinse block. (B)(4).

Event description:
The customer reported observing a leak of approximately 0.5 ml inside the coulter hmx hematology analyzer with autoloader. The customer indicated that the leak consisted of blood and diluent and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.